Event description:
It was reported that a patient underwent a urology procedure on an unknown date and suture was used. During a urology procedure, the needle just came off. There a was a slight delay of a minutes on the surgery. There were no patient consequences reported. Device is unknown for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/7/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: review email attached for additional information stating. - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - how long was the delay? Please specify in minutes. - was there any change in the patient¿s post-operative care due to the prolonged procedure? - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). The problem with the suture occurred when it was passed into the body and dr. Y went to take it with the robot arm. He said the needle popped right off in a few instances and the suture strand was also fraying. Delay of maybe 3-5 minutes to get new suture and pass it in through the trocar. No change to post operative care. Rep took all the 5-0 vicryl suture of the effected lot. Lc - urology lead/facilitator. The affected lots were taken by the rep. I bagged up the components of the two boxes I picked up from which suture involved here was pulled and sent via the package materials I received with the complaint info. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint #: (B)(4) date sent to the FDA: 9/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.